Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to asthenia and bradycardia. There was increased capture threshold and a loss of capture noted on the right ventricular (rv) lead which resulted in the asthenia and bradycardia. Autocapture was activated and diagnostic imaging was performed, however no anomalies were noted other than the lead looked stretched. No further intervention has taken place at this time and the patient was stable and will continue to be monitored.